Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a lead revision procedure, the left ventricular (lv) lead had no capture and a high and undefined pacing impedance measurement. The lead was programmed off. No patient complications have been reported as a result of this event.